Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged water leaking, difficulty breathing/ short of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged difficulty breathing/short of breath, water leaking related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged difficulty breathing/short of breath, water leaking related to a CPAP device's sound abatement foam. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During investigation, observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. An unknown contaminate was observed inside the ui panel. Liquid ingress was observed on the blower, blower box, p4 power connector. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer concludes that the investigation at product investigation laboratory observed dust/dirt contamination in the airpath, likely from a source external to the device but did not observe evidence of sound abatement foam degradation/breakdown. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time.